Event description:
It was reported that the pump was stalling; this was not confirmed. Per the reporter, the pump had been stalling implant. The pump was pushing away from the abdominal wall and causing pain. It was also reported that the catheter in the lower back had lesions and scar tissue which was pinching the nerve and causing damage. The pt wanted the device removed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).